Event description:
Reporter called with complaint that the monovisc injections that he received is not working. His first injection with monovisc was on (B)(6) 2024. He was switched to monovisc after 17 years of using synvisc which was working great. The reason his medication was switched is because of his insurance. Reporter is very disappointed with the results of monovisc, which has not been working for him at all.